Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called and reported that their insulin pump was damaged and that extra insulin shot into the customer. The customer's blood glucose was unknown at the time of the incident. The caller reported they gave them juice and was fine. The caller reported the plastic ring at the top of the reservoir broke off. The caller reported the reservoir is able to lock in place but falls out occasionally. The caller reported on one occasion the reservoir slipped out and the customer was able to disconnect. On another occasion the reservoir slipped out and the customer was not able to disconnect and insulin went in. The caller also reported an insulin flow blocked alarm but declined to troubleshoot for it. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.